Event description:
Daughter of home patient(hp) reports patient line of homechoise set was not priming completely. Hp was able to prime line after several reprime attempts. Per daughter of hp, there was no patient injury or medical intervention as a result of this incident.